Event description:
It was reported to boston scientific corporation in early 2008, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure three days prior. (Patient age and weight unknown). According to the complainant, the case went well with no concerns, no fluid loss and a tenaculum stabilizer was used. Two days post procedure during follow up, the doctor noted the burns, which were labeled as first-degree burns. The doctor noted there was nothing on her cervix nor deep inside. The patient's condition was reported as "recovered."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Product not returned to manufacturer